Event description:
Complainant alleged that while attempting to treat a pt, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.